Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, cable failure has been acknowledged. It is likely that the cable function does not function normally due to cable failure and the indicated phenomenon "the image flickers" occurred as a result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. The flickering image was due to a faulty cable. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the hd autoclavable camera head displayed a flickering image. The event occurred during an unspecified procedure. There was no report of patient or user injury associated with the event.